Manufacturer narrative:
Initial reporter name and address: (B)(6). Device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As originally reported, prior to use, the dilator would not insert into a flexor high-flex ansel guiding sheath. Another device was used to complete the procedure. Upon return and evaluation of the device, delamination and coil exposure were noted within the flare of the sheath. There were no adverse effects to the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as originally reported, prior to use, the dilator would not insert into a flexor high-flex ansel guiding sheath. Another device was used to complete the procedure. Upon return and evaluation of the device, delamination and coil exposure were noted within the flare of the sheath. There were no adverse effects to the patient. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation with biomatter noted on the sheath. The dilator would insert into the sheath approximately ten centimeters from the hub and would advance 50.7 centimeters from the distal end of the sheath before encountering strong resistance. Upon disassembling the sheath hub, delamination was noted in the flare and the inner coil was exposed. Further examination found that the delamination began at the same position where resistance was encountered by the dilator. A red-brown material was also noted within the sheath tubing at several locations. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU states, ¿insert the dilator completely into the sheath. If the sheath has a tuohy-borst valve, tighten the valve around the dilator.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification; however, there is no evidence of additional non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing/quality control deficiency contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last medwatch report was submitted.